Manufacturer narrative:
Corrected data: h6 (type of investigation code "4111" was inadvertently omitted from the previous follow-up report).

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the laser system had a user connectivity issue with the wireless foot pedal. It is unknown how the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields b5, d8, d9, e2, e3, g2 (to select health professional), h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, the most probable root cause for this complaint is no problem detected. The event can be detected/prevented by following the instructions for use: per instructions for use soltive¿ laser system rev. Ah was found that ¿software version¿ has a detail section of ¿pairing the wireless footswitch to the laser system¿ that are detailed through pages from 23 to 34, that indicates the following: 1. Got to the settings screen (figure 8), 2. Click wireless pedal (figure 23), 3. Place the footswitch upside down, 4. Click continue (2) when ready (figure 4), 5. Press the button on the back of the footswitch for 5 seconds, 6. Then click continue within 4 seconds, 7. Pairing will begin, successful pairing will be indicated in figure 27 successful pairing. If pairing had not been successful, the pairing operation will time out (figure 28). Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during preparation for use for an unspecified procedure. No delay was reported.